Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a3b section correction manufacturer's investigation conclusion: the reported event of an audible alarm alongside the motor producing a ¿rattling¿ noise was confirmed via the motor¿s functional analysis. The returned centrimag motor (serial number (B)(6) was functionally tested at the service depot and at the product performance engineering department alongside known working test equipment. The motor would produce noise upon being connected to test consoles, and the speed was unable to be set. These issues would resolve when the motor¿s cable was held at a sharp angle at its connector, and the motor was able to operate as intended when the cable was held at a sharp angle at its connector-side bend relief. However, when the cable was straightened while the motor was operating, the pump would stop, and several different motor-related alarms became active. Although the test consoles¿ screens did not flicker during testing, communication issues with the motor could cause the screen to not display as intended. The motor¿s cable was measured for continuity, and one of its signal lines was observed to be open which would cause the reproduced events to occur. The motor¿s lemo connector was opened, and its gray signal wire was found to have not been soldered to the connector properly, resulting in the open line. The root cause of the reported event was determined to have been an improper solder connection of the gray signal wire within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor (B)(6) was manufactured prior to the scar being initiated. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when a pump was on the motor, there was a rattling noise and the console screen glitches and flickered with no information. The motor was changed.